Event description:
During right knee lysis of adhesions and articular insert exchange of total knee, the surgeon discovered a small broken piece of green plastic felt to be the tip component of the tip component of the pulse irrigator device used during the initial knee replacment. The retained foreign body was removed with no additional injury to the pt.